Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery for three anastomoses, one heartstring seal did not load properly during loading into the delivery tube. The user could not fully engage the seal to be loaded into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case where the seal did not load properly. (B) (4).